Manufacturer narrative:
Product analysis :analysis was able to confirm the customer comment that the upper case was broken, encoder was pushed inside the device. It was noted that the output connector, hanger assembly and the lower case were broken and there was two knobs missing. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was damage to the exterior of the external pulse generator (epg). The epg is expected to be returned for servicing. There was no patient involvement reported with this event. The product has been returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.